Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 24-jan-2022. A review of the device history record confirmed that cartridge lot h21266a passed finished goods release criteria. Retained cartridge test results met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. Returned cartridge test results met the acceptance found in appendix 1 of q04.01.003 with respect to suppressed results; due to low sample size (less than 17), it was not possible to make a pass/fail determination with respect to rate of results outside total allowable error. No testing was performed with the returned tricontrols level 1 fluid as it was not relevant to the reported issues. No deficiency has been identified for cartridge lot h21266a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant pottassium (k) and ionized calcium (ica) results on an 29 year old female patient. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.